Event description:
It was reported that the patient was experiencing discomfort while on trial procedure. Patient was admitted in the emergency room (ER). The patient underwent an early lead pull procedure. Trial leads were disposed of as we were not present for lead pull.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7297295 UDI: (B)(4).